Event description:
During a product evaluation review of the pump by baxter personnel, a colleague infusion pump was found to have experienced a failure code of 18:115 while register the test rate value, which had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. To correct the condition, the customer settings were reset to default. If any additional information is received, a follow up MDR will be sent.